Event description:
The user received questionable thyrotropin (tsh) results for two patient serum samples. For patient sample 1, the initial result was 0.042 uiu/ml with a data flag and was reported outside the laboratory. On (B)(6) 2011, the pediatrician questioned the result and the laboratory repeated the sample in a cup with a result of 2.67 uiu/ml. The repeat result was deemed to be the correct value and was reported outside the laboratory. That same day, the same sample was sent to another laboratory and tsh result was 2.49 uiu/ml. Patient sample 2 was from a (B)(6) year old patient. On (B)(6) 2011 the tsh result was 0.030 uiu/ml with a data flag and was reported outside the laboratory. The doctor questioned the result and on (B)(6) 2011 ordered a redraw of the patient. The second sample was sent to another laboratory and tested on another modular instrument. The tsh result was 1.13 uiu/ml. On (B)(6) 2011 the doctor called because he did not believe the initial result for this patient and stated the initial results were not possible for this patient. The patients were not adversely affected. The tsh reagent lot number was 16279003. The field service representative checked the instrument and could not find a cause. He verified the instrument performance by running successful performance testing. The user ran calibration and quality control with acceptable results. The instrument was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.